Manufacturer narrative:
Report does not indicate any specific product problem. In addition, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.

Event description:
Attorney reported: in 2002 - the pt underwent a hernia repair procedure with placement of a non-recalled composix kugel mesh patch. The mesh patch failed and caused severe injuries and had to undergo surgery to remove this mesh patch. The pt suffered injuries as a result of the defective mesh patch. The pt had suffered and will continue to suffer physical pain and mental anguish.